Event description:
Philips received a complaint by the customer on the v60 indicating that the navigation ring was malfunctioning, and the device was not shutting down via the power button. It was reported that there was no patient involvement at the time the issue was discovered. The device was removed from service, but there was no harm to the patient or user. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse replaced the front bezel and power management (pm) printed circuit board assembly (pcba), but the issue remained-- the device still turned on when alternating current (a/c) power was applied, and the power button was still unresponsive with the new overlay switch. The fse therefore recommended that the user interface (ui) pcba should be replaced. The fse created a follow up work order (wo) and resubmitted a new quote for repair.

Manufacturer narrative:
H10: the fse arrived onsite and replaced the ui pcba, and once the ui pcba was replaced, the fse confirmed that the device turned on and off without a problem. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.